Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient had a missing sensor wire on (B)(6) 2020, which was suspected to have remained in the patient¿s arm after the sensor patch was removed. The area was not swollen but the patient had some discomfort. She was seen in the emergency room (ER) but there was no intervention by the physician. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.